Event description:
The corner bracket broke on the unit and a pt fell out on the left hand side because the the front left corner bracket broke off. The patient was not injured, just caught in mid air.